Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage product ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the wound drain came apart at the connector.